Manufacturer narrative:
(B)(4) date sent: 9/8/2023 d4 batch #: a9c16n investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The handpiece was received disassembled and the ¿transducer assembly¿ attached loose. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. The internal wires was disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch a9c16n and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hepatectomy the hand piece was broken and could not be disassembled with the scalpel during procedure. Both the scalpel and hand piece got damaged due to disassembling manually. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.